Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead migrated per a chest x-ray and exhibited high thresholds. The lead could only capture at high outputs. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.